Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during a total knee arthroplasty (tka), when using a robotic assisted saw handpiece device, robotic assisted satellite station device, and the robotic assisted base station device, the system could see all of the arrays and the green lights were illuminated as if the system was ready to cut, however, while attempting to make the first cut, when the surgeon pulled the saw hand piece trigger the saw just "wiggled" a bit but would not cut. It was reported that after the system was rebooted and the devices were reregistered, the issue was resolved. It was reported that the robot was not mounted to the surgical bed as it was cart mounted. It was reported that there was a 10-minute delay in the procedure. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. No additional information could be provided.